Event description:
The iskd lengthener was implanted in the patient's right femur in 2007. At the one week follow-up post-op visit, the doctor noted that the patient had not achieved any length and determined that the osteotomy site had prematurely consolidated. A second surgery was performed so that another osteotomy could be done to allow movement to the lengthener. The doctor then determined that the lengthener was not functioning as intended (lengthening), so the device was removed and replaced with another.